Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2523835-2025-01275

Event description:
A nurse reported that the balance tip was bent during intraocular implantation surgery (iol surgery). The surgery was completed on same day after replacing it with a new phaco tip. The tip did not get in contact with the patient's eye and there was no patient impact.